Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Investigation summary: per service manual operational and diagnostic analysis confirmed the reported bipolar issue but the monopolar issue and user related issue were not duplicated. The software was upgraded as identified in the investigation to address the bipolar issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. Additional information was requested, and the following was obtained: what monopolar was used (product code? 251010j (will double check if this was experience with the me7251st as well or not). What return electrode used (product code)? Included. What pencil tip/blade was used (product code)? Included. Was the pencil tip/blade coated? Teflon. Were there any patient factors such as irregular bleeding or anything else? Just the non-hemostasis of the patient with coag. What type of tissue was the device being used on? Breast/abdomen. What was the vessel size? Several. What was the procedure? Breast surgery. What is the current status of the patient? Awaiting followup for nipple status and decision on how to proceed. Did the patient need any additional care or surgery due to this event that was not already scheduled? Not yet but surgeon presumes there will be a smaller reconstruction of the nipple needed. Will any other products be returned for analysis? No. Are there any future issues that the patient will suffer due to the necrosis? Cosmesis might not be acceptable.

Manufacturer narrative:
(B)(4) date sent 4/2/2025 b3: only event year known: 2025 d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received. Probably contributed to the possible partial necrosis of an areola due to the issues with coagulation on the device. We we¿re informed by the surgeon that this patients areola might require a reconstruction and he has not done or seen anything different except for these issues with controlling the bleeding with the megen1. Currently the patient is okay. Additional information was requested, and the following was obtained: what is meant by ¿go back several times to maintain hemostasis¿? Usually, 1 application with coag is conducted to ensure hemostasis. Surgeon did as normally is done, 1 application, but after a short while the hemostatis broke and he had to go back over again. After having done this a few times he concluded that the coag was not creating any deep hemostasis, we agree that after watching a video of it we don¿t feel it looks as it usually does with regards to the energy transfer to the tissue. Does this mean that this has happened on multiple patients if yes, we need each event reported separate for each patient? We only know this one patient that did not get hemostasis, issue might have been for several patients but not as sever. Or did vessels have to be coag in one procedure/ one patient? Sorry we might not understand this questions. Yes, vessel are always coaged for hemostasis in these types of surgeries, it is normal procedure. Or did any patient have to go back into the or to stop the bleeding? To date there was no need to rehospitalization but the surgeon mentioned this patient might require a small reconstruction of the nipple-areola complex at a later date. Why does the surgeon believe that there is correlation with difficult with device and the partial necrosis mentioned? Bleeding might have caused pressure behind crucial structures that constricted blood flow or inadequate blood flow to usually well vascularized areas due to the bleeding. What was the generator settings? Usually they have around 40/40, the could not confirm if it was 35 or 45 in this case. Higher settings were tested during surgery as they did not achieve hemostasis. No confirmation of how high but we have never spoken of numbers above 60 so that is the max number we have at the moment. What were the disposable used for mono and bipolar used? Mono. Any generator alert screens/codes? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device is seeing issues with bipolar and were awaiting an updated software package without further repairs planned. Now the device has developed an issue with coagulation and is not properly coagulating vessels and surgeon has had to go back several times for hemostasis. There is effect and surgeons believes to have conducted proper hemostatis with the coag but after a while it has proven not to be the case and has had to go back for more coagulation. No patient harm as far as today but definite extended surgery time and safety concerns post op. 2 surgeons have experienced this now, of which one has used this equipment for a long time and we conclude that he for sure can distinguish between normal and non-normal behavior of the equipment.